Manufacturer narrative:
Per visual inspection: no physical damage inpen front and back shell was noted. However, received cracked cartridge holder. Received inpen 1/4 of travel. Re-wound pen. Inpen paired to the commercial app. Performed leadscrew reset torque test. Inpen passed torque test and is within specification ozf-in 4.35. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed front cap investigation. However, small abrasions found on the dose knob indicating dust/debris was lodged between the electronics housing and the dose knob. Difficult to dial/dose confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged injection/dose button was difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-105nngyna and customer response was the device will bereturned